Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After crossing a guide wire, a non-bsc balloon catheter was advanced but failed to cross. A 1.5mm x 20mm x 143cm coyote es balloon catheter was also advanced but failed to cross. A non-bsc catheter was then placed for support and both previous balloon catheters were re-advanced consecutively for dilatation but still failed to cross the lesion. Subsequently, a 2.5mm x 40mm x 146cm coyote es balloon catheter was then successfully advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a 2.5mm 150mm coyote balloon. No patient complications were reported.